Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that there was difficulty extending and retracting the helix on the lead. When the lead was placed it had high impedances. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.